Manufacturer narrative:
The technician found the latch cover was bent which prevented the siderail from latching. The technician straightened the latch cover to repair the bed.

Event description:
Info rec'd indicates the left intermediate siderail will not latch.